Event description:
It was reported that the ventilator did not alarm for low pressure and low minute volume. The ventilator was being tested by the respiratory therapist and was not on a patient when the reported problem occurred.